Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration at close to 5.88 mg/day via an implantable pump. On 2017-mar-24, it was reported that the patient missed a scheduled pump refill and their pump was alarming. The patient indicated that they were given oral medication to last through the weekend. The patient's refill date was (B)(6) 2017 and they intended to get the pump refilled on (B)(6) 2017. The patient reported that their pump was empty because they started "withdrawing" and had to take the medication. According to the patient, the alarming and the withdrawal began on (B)(6) 2017. No further complications were reported.